Event description:
The pen cap and penfill holder were lost during use. The pen was broken and the pt could not feel force exist when adjusted dose during use [device malfunction]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by a consumer as "the pen cap and penfill holder were lost during use. The pen was broken and the pt could not feel force exist when adjusted dose during use." It concerns a pt using novopen 4 (insulin delivery device) for "delivery therapy". Upon analysis of the returned product a fault which may lead to a medical consequence was found. A part of the mechanism was broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The fault is very obvious to the user as the numbers on the dose scale are misaligned in the dose indicator window and it is difficult to dial a dose if it is done as described in IFU (instructions for use). However due to the nature of the fault it is possible to rec'd more insulin than intended and have a serious hypoglycaemic event. Analysis result: product name: novopen 4, batch number: (B)(4).

Manufacturer narrative:
Company comment: upon analysis a fault which could lead to an incident was identified. A part of the base bushing on the pen has broken off. An internal part in the pen is broken and dose mechanism can rotate freely inside the pen housing. Due to the pen construction it will be very difficult to set a dose if the pen is used according to the instruction. However, if the pt are holding on the cartridge-holder instead of the pen housing the pt could receive a too high dose, when injecting, and experience a hypoglycemic event. The fault should initially be very obvious to the pt, because of the misalignment between the pointer and the dose indicator window and the overall risk of an adverse event is considered minimal. The fault occurs when excessive force during handling is applied to the pen. MFR's final comment: on (B)(4) 2012: during investigation of the device a fault which could lead to an incident was identified. On other case with a similar root cause, but also w/o a medical adverse event, has been reported to novo nordisk a/s and thus novo nordisk does not evaluate this as a safety concern. Investigational and results: a part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The missing pen cap and penfill cartridge holder were not rec'd as part of the device for eval. Conclusion: the problem is due to rough handling during use.